Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window, bleeding lcd glass, damaged battery cap coin slot and peeling address serial number label noted during visual inspection. Blank display due to corroded battery tube and battery cap.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 285 mg/dl. Customer states that there is a blank display. Nothing further reported.